Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported issue. The touch response on the monitor was appropriate and there were no delays.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the complaint. He observed the central control monitor (ccm) to function as intended. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: the team had an incident with their heart lung machine (hlm) central control monitor (ccm) screen during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up and operated the ccm on the hlm without issue for a procedure. During the first does of cardioplegia (cpg), it was noted that the system was not tracking the amount delivered cardioplegia to the patient. The team stated that the screen buttons went grey and even the x to leave the cardioplegia screen was grey. The customer stated that after hitting 'deliver' on the cpg tab, all options were grey. Additionally, timers were also not responding/starting. The team proceeded without issue and just tracked manually. The system was used for the remainder of the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
Per the end user, after hitting the 'deliver' button on the cpg tab, all options were grayed out, including the 'x' to leave the screen. The timers were also not responding/starting. The field service representative (fsr) was unable to duplicate the reported issue after multiple attempts. Release testing was performed. The unit operated to the manufacturer's specifications. Per data log analysis, there is no indication of a problem in the log. The ccm continued to log at a normal rate and no errors were logging. Talking with the fsr the customer indicated they prefer to set the cpg pump to deliver before they start the pump. This should not cause any of the reported issues. The problem cannot be confirmed from the log.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen would freeze when trying to deliver cardioplegia (cpg). The end user manually tracked the cpg delivery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.